Event description:
It was reported the light source displayed error code e103. The issue occurred during a diagnostic (colonoscopy) procedure. The procedure was completed with the same set of equipment and there were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint the light source displayed error code e103 was confirmed. Based on the results of the investigation, it is presumed that the internal temperature increased due to a faulty fan, which activated the safety mechanism, and the device might have broken because it was affected due to stress, such as heat or humidity. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.